Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information received, the investigation determined that the reported obstruction, inflammation and serious injury appear to be related to operational context. In this case, it is likely that the obstruction, inflammation and serious injury is due to the patient¿s disease state and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1: phone number updated. H6: codes 4118, 3233, and 11 no longer apply.

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was used for treatment on a right superficial femoral artery and common femoral artery. The total treatment time was about three and a half minutes. There were two low speed treatments, two medium speed treatments, and two high speed treatments. Balloon angioplasty was used to complete the procedure. During the post-procedure follow up, the patient had a swollen leg. In the physician's opinion, they did not believe the swollen leg was due to orbital atherectomy, as it was most likely due to revascularization. Orbital atherectomy contributed to the revascularization. There were no allegations against the oad.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was used for treatment on a right superficial femoral artery and common femoral artery. The total treatment time was about three and a half minutes. There were two low speed treatments, two medium speed treatments, and two high speed treatments. Balloon angioplasty was used to complete the procedure. During the post-procedure follow up, the patient had a swollen leg. In the physician's opinion, they did not believe the swollen leg was due to orbital atherectomy, as it was most likely due to revascularization. Orbital atherectomy contributed to the revascularization. There were no allegations against the oad.